Event description:
The pt reported receiving frequent e4 (occlusion) errors with this lot of infusion sets. This most recently occurred on (B) (6) 2010. The pt changed the infusion set in the morning and at 9:00 pm; the pt's blood glucose measured 153 mg/l. At 12:00am, the pt's blood glucose measured 160 mg/dl. At 2:30am, the pt felt pain in the feet and the pt's blood glucose measured "hi" on the blood glucose monitor. The pt bolused and e4 was displayed. The pt changed the infusion set and insulin cartridge and injected 10 units of insulin. At 5:00am, the pt's blood glucose measured 554 mg/dl and at 9:00am the pt's blood glucose measured 148 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united stated. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.